Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ping meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time a week prior to the alert date of (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged power issue. The patient stated that within 2 days of the product issue occurring they developed the symptoms of ¿shake and sweat¿. In response to these symptoms, on (B)(6) 2016, the patient self-treated by consuming food and/or drink. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition, a secondary issue was noted; the meter's battery compartment was found to be contaminated, causing power issues. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.